Event description:
It was reported that the patient had a micl 12.6 mm implantable collamer lens implanted in the left eye on (B) (6) 2010. As part of the micl postmarket study, the patient reported that he was experiencing halos around lights in low-light conditions. The icl remains implanted. Further information has been requested, but none has been forthcoming. A supplemental will be filed when further information is available. See MFR # 2023826-2010-00366 for the right eye.

Manufacturer narrative:
(B) (4). Evaluation: method: lens work order search. Results: a lens work order search was performed and one similar complaint was found within the same work order. (B) (4).